Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo.

Event description:
The leads were returned, analyzed and tested out of specification. No patient complications have been reported as a result of this event